Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) was downloaded, but due to the age of the complaint, it does not contain events pertaining to the reported symptom. The device was found to over-infuse during evaluation and a device malfunction was able to be found, but due to the age of the complaint it cannot be determined if this is the cause of the reported event. The device was repaired, tested, and shipped back to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (dose and programmed amount unknown). The device was programmed to deliver fentanyl from a 50cc bottle at a rate of 2mcg/2cc. The user discovered the bottle empty one hour later. There was no patient injury or medical intervention associated with this event. The customer also reported that the biomedical services have completed preventative maintenance testing on the device before and after the event with passing results. No additional information is available.